Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that a pyrenees plate fractured approximately 4 to 6 months after implantation. The physician is not planning revision surgery at this time.

Manufacturer narrative:
Visual analysis: the device was not available for evaluation as it remains implanted in the patient. However, x-rays were provided by the rep. Upon review, it appears that the plate fractured through the central screw holes. Dimensional, functional, and material analysis could not be performed as the device remains implanted in the patient. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The pyrenees constrained & translational cervical plates surgical technique was reviewed and the following relevant information was identified: the physician should adequately instruct the patient that postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. It was reported that fusion had not yet been achieved. Pseudoarthrosis may have contributed to the failure.

Event description:
A physician reported that a pyrenees plate fractured approximately 4 to 6 months after implantation. The physician is not planning revision surgery at this time.